Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed the water tank was cracked, the front cover was broken, there were scratches on the enclosure, and the elbow fitting was damaged. A review of the event history log was not applicable. During functional testing the reported issue was able to be duplicated. The device was dropped and landed on the corner of the front cover causing the cracks in the tank cover. The root cause of the issue was user interface. Replaced the front and tank cover.

Event description:
It was reported the device leaked and the faceplate was broken. The reporter stated no patient was involved.